Event description:
Received a report of a tubing separation at the y-site. The customer states, "the tubing fell apart into two pieces at the top of the y-site where the hard plastic and tubing meet." The reporter states the tubing had been in use for a litle while on an emergency room pt, but exact length of time was unknown. The staff did report there was an unspecified amount of blood on the bed linens. No report of adverse pt effect. Although requested, it was unknown to the reporter the pt's sex or diagnosis, what was infusing or if there was a delay in therapy. Add'l pt info was requested, but no further info was available.